Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) vented micro-volume inlets had particles in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.